Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer indicated that their blood glucose reading was normal. Troubleshooting found that there were additional alarms in the pump history. No further details were given.

Manufacturer narrative:
The insulin pump was received with a35 during rewind and motor error alarm during bolus delivery due to motor encoder signal out of phase; unable to perform the a21 error test, displacement, basic occlusion, occlusion, prime and no delivery tests due to a35 alarm. The insulin pump passed the operating currents test and self-test. The insulin pump had minor scratched display window.